Event description:
A report was received that the patient had staphylococcal infection. Symptom of drainage was noted. It was also reported that patient had wound on her left hip that has not closed. The patient was prescribed antibiotics. It was noted that the patient's infection was not device or procedure related. The patient was doing well.

Manufacturer narrative:
Date of event: (B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4318, lot #: 18972673, description: clik x anchor; model #: fb-101-01, lot #: 19249172 description: fixate tissue band (single pack). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had staphylococcal infection. Symptom of drainage was noted. It was also reported that patient had wound on her left hip that has not closed. The patient was prescribed antibiotics. It was noted that the patient's infection was not device or procedure related. The patient was doing well.

Manufacturer narrative:
Additional information was received that the infection was located in the patient's left hip.

Event description:
A report was received that the patient had staphylococcal infection. Symptom of drainage was noted. It was also reported that patient had wound on her left hip that has not closed. The patient was prescribed antibiotics. It was noted that the patient's infection was not device or procedure related. The patient was doing well.